Event description:
It was reported that the pt's device was not working. It was not clear what the issue with the implant was. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).